Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's oxygen sensor.

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia delivery. No patient injury was reported.